Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was attempted to be implanted but not used due to a header issue causing high impedance in the right ventricular (rv) high voltage (hv) port. The rv lead was inserted into the header connector hv port but measured high impedance. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.